Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient suffered a cerebral vascular accident (cva) on (B)(6)2024. A computed tomography (CT) showed right posterior cerebral artery (pca) infarct; there was no intervention and no change to international normalized ratio (inr) goal. That would remain 2-3. The patient showed some short-term memory loss and neurology was to follow up in august. An echocardiogram was completed with no concern for left ventricular thromboses; it was felt the right carotid had some stenosis and believed to be cardioembolic in nature.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.